Event description:
Patient was revised to address osteolysis and instability.

Manufacturer narrative:
The customer reports that the patient was revised to address osteolysis and instability. Doi 2003 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since release for distribution. The lot code was not provided for the s-rom m head. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was not obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.